Manufacturer narrative:
(B)(4). Date sent: 8/5/2024. D4: batch # 835c99 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, an ecr60w reload loaded on the device. The reload was received fully fired with several b-formed staples on the deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that to fully return the knife to its home position the knife reverse switch must be activated. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 835c99, and no non-conformances were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? I certify that all information that are known/available has been disclosed. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? I certify that all information that are known/available has been disclosed. Or, did the device fully fire and stop during the automatic knife return? I certify that all information that are known/available has been disclosed. Was there any difficulty opening the device jaws? Yes, if yes, what steps were taken to open the jaws. I certify that all information that are known/available has been disclosed. If the jaws could not be opened, how was the device removed. I certify that all information that are known/available has been disclosed.

Event description:
It was reported that during a colectomy procedure, the device did not open due to lock out. Remarks probably grabbed firing before release. It was used on jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.